Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the vibrate feature of insulin pump was no longer working. The customer¿s blood glucose level was 160 mg/dl at the time of the incident. The customer reported that the insulin pump was not vibrated during self test. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the displacement test and self test. The vibrate feature functioned properly. No audio/vibrate anomaly noted. Pump had cracked battery tube threads, reservoir tube lip, minor scratched and cracked display window.